Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2016 or 2017. Model number/catalog number: sc-8216-50. Serial number: (B)(4). Batch/lot number: 19913490. Model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had inadequate stimulation and the device was rejecting the patients body. The patient underwent an explant procedure. No further information could be obtained.